Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple auto-off alarms in the morning. The customer's blood glucose level was not impacted. The customer may not have interacted with the pump for an extended period of time. The customer cleared the alarm and resumed insulin delivery.